Manufacturer narrative:
This report is being filed to provide additional information. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. A terumo bct disposables global customer support engineer performed a fluid balance calculation and determined that there is no risk for hypovolemia. Final fluid balance was determined to be less than 120%. Root cause: the root cause of this failure was the customer changed the collect pump flowrate instead of the tbv.

Manufacturer narrative:
This report is being filed to provide additional information and investigation: the device serial number history report indicates no further related issues have been reported for this device. A review of the last year of service history for this device indicated no other reports related to this issue. Investigation is in process. A follow-up will be provided.

Event description:
The customer did not respond to multiple attempts to obtain information for theinvestigation such as patient outcome, initial complainant first and last name and occupation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection procedure,the operator inadvertently adjusted the total blood volume (tbv) instead of the collect pump flow rate from the spectra optia display screen. Per the customer, the collected product was over 800ml. Patient outcome is not available at this time.